Manufacturer narrative:
Supplement #1 medwatch submitted to the FDA on 13/jul/2021. Additional information: d9, g6, h2, h3, h6 and h10. A review of the device labeling notes the following: the device was returned to the apollo device analysis laboratory on 06/july/2021. A deflated balloon with a significant amount of discoloration, body fluid and a large slit on the shell was returned. Under microscopic analysis, the large hole on the shell has rounded edges and rolls inward. Due to the large hole, functional evaluation of the device could not be conducted. The complaint has been verified as it is uncertain how the large hole was created as the shell rolls inward which is not consistent with a puncture from a surgical instrument.

Manufacturer narrative:
A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation" as follows: "the physiological response of the patient to the presence of the orbera365¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly."

Event description:
Balloon was found deflated was successfully removed and replaced.